Event description:
It was reported that the customer was hospitalized for dka. The customer was treated with an insulin drip. It was indicated that the customer changes the set every 3-4 days. At the time of the call, the customer did not have a tubing clamp to run the high pressure test. No further details.